Event description:
Info received indicates the left head siderail cannot be raised and locked into position.

Manufacturer narrative:
The tech found the siderail center arm support was broken, preventing the siderail from latching. He replaced the siderail center arm support to repair the bed.